Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported a burr separation occurred. The target lesion was located in a moderately tortuous and severely calcified proximal right coronary artery (rca). A 7f guiding catheter and a 0.014 inch guidewire. Were engaged in the target lesion. The 0.014 inch guidewire was then replaced with a rotawire drive floppy through a microcatheter. A 2.0mm rotapro was then advanced but failed to cross the lesion. The 2.0mm rotapro was exchanged for a 1.50mm rotapro. Ablation was performed. The 1.50mm rotapro burr became stuck within the lesion. The 1.50mm rotapro was withdrawn and it was observed that the 1.50mm rotapro burr was separated. A new 0.014 inch guidewire was inserted into the lesion. A semi-compliant balloon was advanced and inflation was performed within the lesion and the separated burr was released by withdrawing the rotawire drive floppy guidewire. The separated 1.50mm rotapro was fully recovered from the patient. The target treatment was able to be completed during the procedure with no patient complications.

Event description:
It was reported a burr separation occurred. The target lesion was located in a moderately tortuous and severely calcified proximal right coronary artery (rca). A 7f guiding catheter and a 0.014 inch guidewire. Were engaged in the target lesion. The 0.014 inch guidewire was then replaced with a rotawire drive floppy through a microcatheter. A 2.0mm rotapro was then advanced but failed to cross the lesion. The 2.0mm rotapro was exchanged for a 1.50mm rotapro. Ablation was performed. The 1.50mm rotapro burr became stuck within the lesion. The 1.50mm rotapro was withdrawn and it was observed that the 1.50mm rotapro burr was separated. A new 0.014 inch guidewire was inserted into the lesion. A semi-compliant balloon was advanced and inflation was performed within the lesion and the separated burr was released by withdrawing the rotawire drive floppy guidewire. The separated 1.50mm rotapro was fully recovered from the patient. The target treatment was able to be completed during the procedure with no patient complications.

Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluation by MFR: the returned product consisted of the 1.50mm rotapro atherectomy device. The device was received with the burr separated. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr. Product analysis confirmed the reported event, as burr was received detached from the coil.